Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve during valve inflation the 26mm commander delivery system (ds) balloon ruptured the burst appeared to be radial. There was difficulty bringing the ds back into the sheath and a snare was used to bring the ds back into the sheath. The ds and sheath were then being brought out as one unit, but the nose cone appeared to be stuck at the access site. A wire cutter was used to snip the ds that was outside the patient and vascular surgery was called to help with removal and possible cutdown. A non-edwards sheath was placed over the portion of the balloon that was still in the patient's groin. Then the rest of the balloon came out of the groin. The groin was then closed using a non-edwards device. The valve was successfully implanted, and the patient is in stable condition. The ratio of contrast to saline was 15ml of contrast to 15:85. There was no sheath damage and valve alignment was done in a straight section. Engineer evaluation found the distal tip was split.